Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. No issues were noted. A functional evaluation was performed. The slender arm was stiff. No other issues found. The piston migration was at 1.7 inches. The complaint was confirmed and the root cause has been associated with a friction problem. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include damage to the seals, spacers, pressure rings and pressure cups caused by prolonged pressurization or contaminants entering the mechanical joints of the device damaging the seals, spacers, pressure rings and pressure cups. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during shoulder arthroscopy, outside the patient, the spider 2 tenet 7615 performance was decreasing, getting tight, struggling to unlock and change positions. It was suspected that the issues was in one of the joints. The procedure was finished with the same device. No surgical delay. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.